Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen 2000mcg/ml with an unknown total dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported patient was in the hospital and they are trying to figure out if the patient's baclofen pump was not working. It was noted it started 3 days ago ((B)(6) 2017). It was stated that the patient has other issues, but the labs and computed tomography (CT) scan are fine, so they do not know what is going on. It was asked if there was a way for someone to check the pump, and it was reviewed the managing healthcare professional (hcp) or the hospital hcp will have to contact manufacturer to request someone to check it. Event date was noted as (B)(6) 2017. The drug was noted as baclofen 2000ug/ml. The reason for the call was to get someone to come out and interrogate the pump. It was later reported that a manufacturer representative (rep) was with the patient and after initial interrogation they were seeing the pump was in safe state and a reset had occurred. Logs were checked and confirmed they were seeing low battery reset had occurred on (B)(6) 2017. Low battery reset was reviewed and it was reviewed the pump will have to be replaced and recommended to return to manufacturer for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare care professional via (B)(6) on (B)(6) 2017 reported on (B)(6) 2017, it was learned the patient's age at time of event. On (B)(6) 2017, the patient was hospitalized to the intensive care unit (ICU) for acute/chronic respiratory acidosis and fever. It was noted that the treating healthcare professional (hcp) was not the patient's regular treating hcp and was consulted about the pump during the hospital admission on (B)(6) 2017. The pump replacement was delayed secondary to pneumonia and the replacement was performed on (B)(6) 2017. Treatment during hospitalization included oral baclofen. On (B)(6) 2017, the patient was discharged from the hospital. As of (B)(6) 2017, the patient had improved with pump replacement. Medical history included intractable spasticity, cerebral palsy and implantations of: a synchromed pump, an indura catheter device (model # 8611h, 8703w, implanted (B)(6) 1995); a synchromed el pump, an indura catheter device model # 8617l-18, 8703w, implanted (B)(6) 1998) ; a synchromed ii pump, an indura catheter device (model # 8637-40, 8709, implanted (B)(6) 2005); a synchromed ii pump (model # 8637-40, implanted (B)(6) 2011) and an indura catheter device (model # 8703w, implant date was not reported). Concomitant products were not reported. On an unspecified date, the patient started treatment with baclofen 2000 g/ml at an unknown dose, per simple continuous infusion, intrathecally via a synchromed ii pump, for intractable spasticity and cerebral palsy. No further complications were reported/anticipated.